Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead exhibited loss of capture. The patient had an intrinsic rate of 40 beats per minute. Device interrogation was performed which revealed the pacing threshold measurement had increased. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.